Event description:
It was reported that the patient went to the emergency room with hyperglycemia. The patient's blood glucose levels reached 26 mmol/l (468 mg/dl) while wearing the pod between 36 and 48 hours. Symptoms reported include fatigue and thirst. The patient was treated with intravenous saline solution and insulin injection (route unspecified) of 5 units. Customer was then sent to the diabetes center where his pod was changed to a new pod. The patient was released from the emergency room after 5 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.